Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation was not able to replicate nor confirm the customer reported complaint of the coating on the metal part of the jaw has peeled off. Visual inspection of the instrument found no physical or cosmetic damage on the grip tips. The grips opened and closed properly. There were additional observation identified that were not reported by the site. The instrument was found to have damage of the conductor wire¿s insulation on the distal end. The conductor wires were exposed, however no wires were broken. An electrical continuity test was performed and the instrument passed. The insulation was lifted with no pieces missing. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.071¿ - 0.204 in length and were not aligned with the tube axis. The root cause of scratch marks/ abrasions on the instrument main tube is typically attributed to mishandling/misuse. A review of the complaint history does not show any additional complaints related to the product. There was no indication that there was a recurrence of the issue. A review of the device logs for the maryland bipolar forceps (part# 470172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4) . There were 3 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. This complaint is reportable due to the following: it was alleged that the instrument had conductor wire damage, with the wires exposed and a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the coating on the metal part of the jaw of the maryland bipolar forceps was peeled off and the undercoating was visible. There was no report of patient involvement.